Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was taken out of service after 47 months because it did not meet the physicians expectations with regard to longevity.